Event description:
A malfunction was reported by a customer, who noted a malfunction alarm with code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to reset the pump, but the malfunction recurred, prompting a decision to replace the pump. The customer's pump was under warranty, and they elected to use multiple daily injections as a backup therapy until a replacement pump could be received. The customer was instructed to put the faulty pump into storage mode and return it with a prepaid label, which they acknowledged.